Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient¿s unable to charge was due to severe weight gain. The patient underwent an ipg replacement. The physician believed that no device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.